Event description:
The customer called in looking for an alternative pressure mattress to place on their existing bed. The home health nurse stated the patient has skin breakdown and has developed a stage 2 pressure ulcer.

Manufacturer narrative:
The field technician found no problems with the mattress or the bed. Air system was functioning correctly. The patient alleged a small area of their skin was turning red.